Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high creatinine results generated by the au400 with ise clinical chemistry analyzer for multiple patients. The patient results were reported out of the lab and questioned by the physician. The specimens were re-tested and amended reports were issued. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The instrument's records show that calibration was fluctuating from (B)(6) 2010. A field service engineer (fse) was dispatched: the fse inspected the instrument and reported no issues with the instrument. It was noted the instrument was poorly maintained and operated by customer. A field application specialist conducted in-service training